Event description:
It was reported the patient presented to the emergency room due to an intrinsic rhythm in the upper 30s. A 12-lead electrocardiogram was taken which had no evidence of right ventricular (rv) pacing, and when the physician put the programming head over the device pacing resumed. A review of the rv lead trends showed low impedance pulses recorded and variable impedance measurements between 500 ohm range and just below 1500 ohms. The rv lead had oversensing but it was noted that during an office visit it was not possible to reproduce any oversensing or loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.